Event description:
It was reported that when the doctor went to fire the device it did not form the clips completely. The leak check showed that it was leaking and when they inspected the anastomosis it fell apart. They had to restaple it off and had to do a diverting colostomy so the tissue could heal prior to going back in and reattaching. The device is available for return. The case was extended and the patient's hospital stay will be extended.